Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ark et al, feasibility of percutaneous pancreatic stent placement in postoperative pancreaticojejunostomy stenosis this retrospective single-center study included seven procedures in five patients (four males and one female; median age, 63 years) who underwent percutaneous pancreatic stent placement for postoperative pjs between (B)(6) 2005 and (B)(6) 2021. The patients were referred to interventional radiology because of unfavorable anatomy or bowel abnormalities. The pancreatic duct was accessed under ultrasound and/or computed tomography guidance. A stent was placed after balloon dilatation of the pjs. Moreover, plastic stents were placed for the first two procedures, whereas bare-metal stents were used for the remaining five procedures. Technical success was defined as the successful placement of stents for the pjs, meanwhile, clinical success was defined as the normalization of pancreatic enzymes without recurrence of pancreatitis. This complaint captures 2 x cases of migration with no patient harm reported. It can be noted that the use of a biliary stent in a pancreatic duct is off label use. Patient outcome: no patient harm.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 10-oct-2024. Update to description of event carried out 20-aug-2024 - it can be noted that the cook stents were used to treat pancreatojejunostomy stenosis which is altered anatomy. Furthermore, the biliary stents were placed in the pancreatic duct and were placed percutaneously as opposed to endoscopically. All of the above deems this complaint to be off label use. Clinical input has determined that the stent migration is a direct effect of the off-label use of the device.

Manufacturer narrative:
User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. This file was raised from literature to capture 2 x cases of migration with no patient harm reported, where stent migration is a direct effect of the off-label use of the device. Device evalutation: 02 x cotton-leung biliary stent sets of lot unknown were not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: as the lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all cotton-leung biliary stent sets are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. Historical data review: n/a instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: ¿this device is used to drain obstructed biliary ducts¿. As per instructions for use (ifu0045) potential complication: ¿those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration¿ there is evidence to suggest that the user did not follow the instructions for use. According to the medical advisor¿s input:"this off-label use was more than just a biliary stent being placed in a pancreatic duct. It was off-label use due to as well altered anatomy and a percutaneous procedure." "The migration is a direct effect of the off label use of the device." Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. A definitive root cause of abnormal use where a biliary stent being placed in a pancreatic duct, use of the stents to treat pancreaticojejunostomy stenosis within an altered anatomy. According to the medical advisor¿s input, cook stents were used to treat pancreaticojejunostomy stenosis, it was altered anatomy and a biliary stent placed in a pancreatic duct and it was a percutaneous procedure rather than an endoscopic procedure. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: failure identified: migration. Confirmed quantity of 02 devices confirmed used, where stent migration is a direct effect of the off-label use of the device. Definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. A definitive root cause of abnormal use where a biliary stent being placed in a pancreatic duct, use of the stents to treat pancreaticojejunostomy stenosis within an altered anatomy. The complaint is confirmed based on customer/or rep testimony. According to the information reported, there were no adverse effects or health consequences. Complaints of this nature will continue to be monitored for similar events.